Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/06/2017 with the following findings: a review of the black box showed a call service 078 alarm. The rewind, load, and prime steps failed due to a rewind failure. The 24 hour testing was not able to be performed due to the rewind failure. The pump was opened to find moisture corrosion on the motor flex cable connector, motor assembly, and on the battery housing.